Event description:
It was reported that this lead exhibited out of range pacing impedance, triggering a lead safety switch from bipolar to unipolar sensing configuration. In unipolar, some episodes showing noise were observed. It was noted the patient is pacing dependent. The lead was tested in both unipolar and bipolar configuration. Pacing bipolar showed loss of capture. Sensing bipolar resulted in some noise with lead troubleshooting manipulation when moving the pocket. Sensing in unipolar was optimal and no noise recorded when manipulating. The device has been kept in both pacing and sensing unipolar. X-ray will be performed, and lead revision evaluated. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited out of range pacing impedance, triggering a lead safety switch from bipolar to unipolar sensing configuration. In unipolar, some episodes showing noise were observed. It was noted the patient is pacing dependent. The lead was tested in both unipolar and bipolar configuration. Pacing bipolar showed loss of capture. Sensing bipolar resulted in some noise with lead troubleshooting manipulation when moving the pocket. Sensing in unipolar was optimal and no noise recorded when manipulating. The device has been kept in both pacing and sensing unipolar. X-ray will be performed, and lead revision evaluated. No adverse patient effects were reported. Additional information received indicates this patient underwent a revision procedure, and another rv lead and device were implanted in a right-sided pre-pectoral position. The patient's current left-sided rv lead and device remain implanted but out of service. Besides surgical intervention, no other adverse patient effects were reported. To date, the date of the revision procedure has not been reported.